Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. If relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the patient suffering from a peri-prosthetic fracture around the proximal nail screws which resulted in a loss of alignment. Additionally, during removal of the nail, the nail disassociated. It was reported that instead of a retention plug, the surgeon used a unilateral external fixator to hold all segments during nail removal, with the proximal apex pin inserted in close proximity to the nail.